Manufacturer narrative:
Follow up with the reporter and surgeon provided additional information regarding patient medical history, intra- and post-op course, as well as revision details. Quality of patient bone was not reported. Per the medical records provided, initial post-op surgery instructions allowed for ambulation with post-op shoe and walker. Revision surgery post-op instructions were: crutches; walk with right foot non-weight bearing. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed; the returned #2 suture was frayed and broken at several locations; the portions of suture were too small to conduct tensile testing. There was a severe nick present on the surface and inside of one of the holes on the round button. No other visual non-conformities were found during inspection of both buttons; all dimensions met specifications. Both buttons were tested for fraying with #2 suture with no evidence of fraying or cutting of the suture. The device history record review revealed nothing relevant to this event. Based on product knowledge as well as the information provided and device evaluation, the most likely cause(s) for abraded, torn, or broken sutures is nicking the suture with another instrument during insertion and/or fraying from sharp edge(s) of bone tunnel. Patient post-operative activity level as well as medical history may have contributed to this type of event. The root cause of this event was undetermined. Tissue healing and scaring-in of tissue is necessary to ensure the implant is not taking the entire load when post-op weight-bearing is re-initiated. In this case, early suture abrasion most likely lead to eventual post-op failure of the suture. Product directions for use (dfu-0147) states postoperatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that, approximately seven months post-op, a bunionectomy revision was performed due to a ruptured suture.